Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported: "during a surgery eeg & sedline values were compatible with a deep anesthesia instead of a psi>80. Changing device and sensor the situation was the same". No consequences or impact to patient were reported.

Manufacturer narrative:
The returned sedline module was evaluated. Visual inspection upon receiving revealed stress relief sleeve detached from the module; however, this cosmetic defect did not impact the functionality of the module. During functional testing, device connections were successfully established. Waveform and measurement values (including dsa and psi) were displayed with sedline test plug and the displayed values matched tester specified values. Waveform and measurement values were appropriately displayed with a masimo sedline eeg sensor. System alarms were found to be fully functional. The sedline module was found to function as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.